Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. These are believed to have occurred during revision surgery. Additionally, a dent on the bottom cover of the device was also identified. The photographic imaging inspection revealed a cracked hybrid. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The reported complaint of loss of lock with the device was verified during the analysis. The device was received with a dent and tool mark on the bottom cover. X-ray revealed multiple cracks on the hybrid. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient is reportedly experiencing no lock after head trauma. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.